Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia at 228 mg/dl after eating breakfast without announcing the meal, and customer support advised against a late announcement and recommended allowing the pump to deliver correction doses. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included self-management with pump-delivered corrections and no alerts, alarms, or medical escalation. Investigation included customer interview and case review for use error related to a missed meal announcement. Investigation of this case revealed user handling contributed to hyperglycemia, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to a missed meal announcement.